Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the atrial lead into the pulse generator atrial port. The lead was successfully secured and implanted. All electrical values were normal. No adverse consequences occurred to the patient.

Manufacturer narrative:
(B)(4).